Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was successfully implanted. To further reduce mr, an additional clip (50523r1048) was deployed on the mitral valve. However, after deployment, a tear was observed on the anterior leaflet. An intra-aortic balloon pump (iabp) was placed to support the patient's blood pressure. An additional clip (50721r1023) was inserted and placed lateral to the tear. It was noted while returning the clip to loose neutral, the clip opened. Troubleshooting was performed, but the issue continued to occur.. The physician decided to deploy the clip. Mr remained at a grade of 4. The patient was then converted to surgery and had a mitral valve replacement. There was no clinically significant delay in the procedure

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was successfully implanted. To further reduce mr, an additional clip (50523r1048) was deployed on the mitral valve. However, after deployment, a tear was observed on the anterior leaflet. An intra-aortic balloon pump (iabp) was placed to support the patient's blood pressure. An additional clip (50721r1023) was inserted and placed lateral to the tear. It was noted while returning the clip to loosen neutral, the clip opened. Troubleshooting was performed, but the issue continued to occur. The physician decided to deploy the clip. Mr remained at a grade of 4. The patient was then converted to surgery and had a mitral valve replacement. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusions not yet available.